Event description:
It was reported that the pt experienced coupling and or communication issues. It was thought that the implantable neurostimulator (ins) could be flipped. The pt did not get any coupling bars, was unable to get communication after recharging the ins battery, and stated the ins was very loose in the pocket. It was also reported that the pt experienced burning around the ins that was worse upon palpation, and the area around the ins was very red. It was also reported that the skin over the battery was very hot when charging, and the recharger shut off. The pt stated it looked like there were scars and bleeding inside, under his skin, where the battery was. The site was burning and puffy. Add'l info received reported that an x-ray confirmed that the pt's ins was flipped. The pt was to have it flipped back, but did not have a date set.

Manufacturer narrative:
(B)(4).